Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the cartridge. The customer removed the cartridge to remove the air bubbles without disconnecting from infusion site. When the cartridge was loaded back onto the pump, the customer inadvertently received insulin and caused the customer¿s blood glucose (bg) level to drop to 48 mg/dl. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.